Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: the returned battery cap and a test cap were both unable to attach securely to the pump. The returned cap became stuck and had to be forcibly removed. The battery compartment was cracked. The returned battery cap threads were damaged. One battery cap contact height was out of specifications. Two pump reboot events were observed in the pump's black box following replace battery alarms. The pump was successfully run on a 24 hour basal program with no reboot occurrences. Unable to duplicate complaint of intermittent power during investigation. Opened pump; no damage observed to power circuit. Keypad cover lifted at ok button; all buttons responsive during investigation. Removed cover; no contamination under contacts. The audio bolus button cover damaged/punctured; responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.